Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a loose/detached set screw, a missing set screw, and a set screw with a rounded socket.

Event description:
It was reported that there was a setscrew problem during the implant procedure. Upon connection of the right ventricular (rv) and left ventricular (lv) leads to the device, it was evident that electrogram signals from both channels were extremely noisy. Per instruction of the implanting physician, the leads were taken out of the device header to be checked for blood. However, after re-inserting the leads into the header, it was evident that the set screw in both rv and lv ports was displaying abnormal behavior. As a result, the device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.